Event description:
Healthcare professional reported after injection with juvederm ultra xc in the "lines between the eyebrows", the patient experienced "ischemia, white blanched tissue, bruising, a little swelling, and some tenderness" immediately after injection. "Vitrase, nitro-bid, aspirin" were prescribed and warm compresses nad message was applied to the injection sites by the healthcare professional. The ischemia resolved the day of injection after treatment with residual blanching and swelling resolving the day following injection and bruising and tenderness resolving five days after injection. However, four days after the injection patient contacted the healthcare professional indicating that they were experiencing" an increase in tenderness, redness, inflammation and a possible infection"; patient was assessed the next day by the healthcare professional and reassured that all symptoms had resolved.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Device labeling: warnings - the product must not be injected into blood vessels. Introduction of juvederm ultra xc into the vasculature may occlude the vessels and could cause infarction or embolization. Adverse effects: the most common injection site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance: adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticaria, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar.